Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024-04400 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off during use. Infusion has been in use since last 12 hours. No further information was available